Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states the sensor was removed and it was in two pieces. The customer states the sensor was bent. The customer states they received the full six days out of the sensor, it functioned properly. The customer was advised that the sensor could not be replaced because it functioned properly and as designed during the six day use.